Event description:
Per his audiologist's report, this pt's device was extruding after 10 years of use. The pt has a history of poor healing and is a smoker. He reports discomfort at the implant site. The device was explanted in 2006. A new device was implanted on the contralateral side, during this surgery. The device was discarded at the clinic and will not be returned to cochlear for analysis.